Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment device ¿can not be held by cutter¿ and became ¿unusually warm¿. It was not reported if the device was used in a surgical procedure. It was reported that there was no delay in a scheduled surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition of the attachment cannot be held by cutter and becomes unusually warm was confirmed. It was further noted that the sleeve and bearings were damaged, and the tool could not be mounted. It was also noted that the device failed pre-repair diagnostic tests for thimble lock operation, assessment of the thimble set screw, and cutter insertion. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.